Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's sensor reading as 40mg/dl and their blood glucose reading was 456mg/dl. The customer treated the highs with manual injections. The difference was found to not be within the acceptable range. The (B)(4) was referenced for the device going into low suspend. Troubleshoot was conducted. The customer was advised on proper calibration techniques and waiting for levels to stabilize. The customer was advised to monitor the device.